Event description:
The reporter noted: the doctor stated the pt had an egr procedure on (B)(6) 2012. At an unk date (not provided after the procedure, the pt reported "discomfort laterally". The doctor believed this was neuritis and provided the pt's cortisone injection which "relieved the pt's discomfort."

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.